Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, the connector comes loose, causing blood to leak. No patient harm. Additional information: please confirm how the fault was identified- the fault was identified each time by the user during blood sampling. Please confirm if the fault was identified during priming or during infusion. If during infusion, how long into the infusion-the fault occurs during blood sampling. No issues during infusion have been reported. No visible damage has been observed.